Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was stated to be available for return to the manufacturer for evaluation, but has not yet been returned. The alleged device migration /shortening and incident as described could not be confirmed. If the device is received at a later date, an investigation will be performed and a supplemental MDR will be submitted.

Event description:
It was reported that on friday, (B)(6), 2026, the fred x stent was successfully implanted. The patient was then discharged. However, the patient was urgently brought to the hospital from his house. A CT scan on (B)(6) 2026 revealed an in-stent thrombus caused by the stent shorting and migrating. The stent migrated to the distal tip of the internal carotid artery. The patient was re-hospitalized on (B)(6) 2026. Treatment to retrieve the thrombus was performed, but recanalization was difficult to achieve. Although the shortened stent could be retrieved with a snare, infarction progressed, resulting in paralysis. The patient is currently being treated in the ICU. The thrombus has not yet been resolved. The patient¿s status has not changed and there is no further treatment planned. Additional information provided: primary disease: unknown medical history: unknown stent implantation site: aneurysm location: ica, c2 no side branch vessel covered unruptured shape: saccular lesion site: right side. Parent vessel diameter: 3.1 mm on the proximal side and 2.7 mm on the distal side antiplatelet and anticoagulant therapy: dapt therapy was performed before and after implantation but no details were provided. Preoperative: aspirin, efficient postoperative: aspirin, efficient platelet reactivity test: performed (blood sampling date: march 27) poba: unknown no other information was provided.